Manufacturer narrative:
A ge service rep performed an onsite investigation. The usb keyboard and mouse port were reconnected. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was hung up upon boot up. No pt injury was reported.